Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported slda and poor imaging appear to have been results of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as an additional clip was deployed to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and deployed on the mitral valve. Post deployment, the clip detached from one leaflet (single leaflet device attachment (slda)). A second clip was placed to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.